Event description:
The surgeon reported, he inserted a micl 12.6mm implantable collamer lens in 2009. The lens flipped over as it was inserted into the pt's eye. Lens was removed, no widen incision, no suture required. No pt injury. The surgeon felt the lens flipped over due to not being properly loaded. There is no product malfunction. Back-up lens was implanted.

Manufacturer narrative:
Lens flipped and inserted upside down.